Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. Lot number was not provided, therefore, a ship history of previous lots sent to the customer was reviewed. DHR found no issues. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the tip of the catheter broke off inside the patient. An avx® thrombectomy set angiojet catheter was selected for an arteriovenous fistula thrombectomy in the right arm. During procedure, the tip of the catheter broke off inside the 6f sheath. The physician successfully retrieved all parts from within the patient. There were no patient complications.